Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 visual inspection of the returned trial found to exhibit signs of repeated use and the anterior has a piece fractured off and not all pieces were returned. Review of device history records identified no deviations or anomalies during manufacturing.this device is used for treatment. No medical records were provided. This complaint is confirmed. The reported lot was manufactured on april 21, 2009 and has therefore been in the field for approximately twelve years. It is unknown for how many times the device is being used. The root cause can be contributed to normal wear and tear of device from repeated use over time. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the universal trial bearing 10mm 71/75 for vanguard broke during trialing. No additional information according to the per.